Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a part of the hinge of the movable tip part of the appel nh 5mm right curve (600252) came off during an unspecified surgery. The operator did not realize it during the operation; the forceps were also moving without problems. After that, the operator realized that the parts had been removed, and when the operator confirmed it by surgical recording, it was confirmed that it was in the patient's abdominal cavity. It was taken out by reoperation at a later date. No further information was provided by hospital.

Event description:
N/a.

Manufacturer narrative:
The 5mm right-curve appel needleholder (600252) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the returned appel needleholder noted that the device was in used condition with a 5 mm piece of the shaft that covers the hinge broken off. Per the provided photos, the missing piece had corrosion on the surface. The product lot number shows an age of over 4 years, indicating rough handling/wear and corrosion over time led to the breakage.   Root cause: it was determined that the returned needleholder was received with a portion of the hinge cover broken off due to rough handling/wear. Product age and corrosion of broken piece indicated wear over time. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.